Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and replaced the selector valve and rinse pump. There were air bubbles in the sheath line. The fse also replaced the sheath line. The customer ran and verified acceptable performance of the controls and some samples. System was operational upon leaving the lab. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, complete blood count (cbc) results were generated on a patient sample on the advia 2120i with dual aspirate autosampler instrument. The discordant, patient cbc results did not trigger any system morphology flags and were reported to the physician who questioned the results. A new patient sample was tested and generated the repeat cbc results documented in attachment 1 to MDR 2432235-2017-00044. The repeat results were as expected and were reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant cbc results.